Event description:
It was reported that the iol (intraocular lens) was explanted from the patient's left eye due to poor vision. The symptoms were not debilitating. There was no capsule tear, unplanned vitrectomy or sutures. No medication outside the standard of care. The replacement lens is a non jnj model. No further information was provided.

Manufacturer narrative:
Ethnicity: information unknown/asku. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information, however it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 28, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the iol was received cut into pieces. Therefore, further evaluation could not be performed. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed one other complaint was received for this production order. Although the other complaint was related, the issue could not be confirmed as related to manufacturing. Based on complaint history results, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.